Event description:
Left atrial lead malfunction. New atrial lead (5076-45) placement and new azure pacemaker (w1dr01) installed (B)(6) 2019 lead malfunction began almost immediately after release from hosp. Dr replaced same atrial lead again on (B)(6) 2019. FDA safety report ID # (B)(4).